Event description:
It was reported that device contamination occurred. It was noted that an opticross imaging catheter was found missing the tip protector and was contaminated and kinked inside the product box. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that device contamination occurred. It was noted that an opticross imaging catheter was found missing the tip protector and was contaminated and kinked inside the product box. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues with the device which appeared to be in good condition. The pouch and packing material were not returned with the device. Microscopic inspection revealed the distal housing of the transducer to be complete and with no shattered pieces. The tip was observed in good condition.